Manufacturer narrative:
Device evaluated by mfg: the opticross catheter was returned. No electrical issues were noticed that could be related to the image loss, and no excessive resistance was felt when flushing was performed. Therefore, the reported complaint is not confirmed. It was noticed a detachment of the imaging window from the lapjoint section, in which the detached section was not returned for analysis.

Event description:
Reportable on analysis completed on 08dec2020. It was reported that the image of the catheter was lost. The opticross catheter could not inject liquid and the image was not visible. There were no patient complications reported. However, device analysis revealed that sheath detachment occurred.